Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No frozen screens noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with backlight working properly. No backlight anomaly noted. Unit received with cracked case at display window corners, reservoir tube, and battery tube threads. Unit received with minor scratched display window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had buttons that were unresponsive and the screen was frozen. The insulin pump was exposed to moisture. The backlight did not turn off. Customer's blood glucose level was 136 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.